Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was initially reported via the surgical outcome alert system that a possible revision may have taken place with study patient (B)(6). Further investigation has now confirmed the following information: the study patient had a total shoulder arthroplasty (B)(6) 2017. Due to a complete tear of the right rotator cuff and subscapularis insufficiency the patient underwent a revision surgery (B)(6) 2018 at the same facility by the same surgeon. During the revision surgery the following arthrex products were explanted: humeral stem: ar-9100-06s, glenoid: ar-9106-02, humeral head: ar-9150-19p. To complete the revision surgery the surgeon used and antibiotic wash after removal of the implants and a bone allograft was used on the glenoid. Humeral canal was reamed and broached in 30 degrees of retroversion.